Event description:
It was reported that the right atrial (ra) lead impedance was high. The physician determined that the lead did not need to be replaced because it paced and sensed appropriately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).